Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon otw balloon catheter was advanced for dilatation. However, during fourth inflation at 6 atmospheres for 30 seconds, the balloon vertically ruptured at the center of the balloon. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.